Event description:
The customer reported via phone call that he noticed large gaps between his sensor and blood glucose level readings. He experienced a low blood glucose level of 40 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.